Event description:
This was a lead-removal procedure conducted in the cardiac catheter lab. The pt had a total of 3 leads (cs, rv and lv) with an unk implantation date. Pt had a history of chronic pocket infections, this being his 2nd infection/procedure in under 6mths. The md prepped the cs lead with the lld-ez, lased and successfully removed the lead with a 12f sls. The second lead (atrial) was also prepped with the lld-ez, lased and successfully removed with a 14f sls and a 14f visisheath. The last lead to be removed (lv) was particularly difficult to remove. Prepped with the lld-ez and began lasing with the 16f sls and a 16f visisheath, the md was able to lase past the svc (between the 1st and 2nd coil) with success. However, he was unable to progress further due to the pt's vital signs decline. A code was called, CPR was initiated, and the anesthesiologist was called in and quickly established an airway. This pt had a dnr on file; the family was notified of the recovery efforts and instructed the physician to stop CPR. No spnc devices were returned for analysis. An internal lhr review on the last 3 lots delivered prior to the case (lot#s c10b10c, c09l19m, c09k21e) found no nonconformances or device issues.